Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during day drain 2/2 of their automated peritoneal dialysis therapy. Reportedly, the home pt was connected at the time of the alarm, and aseptically disconnected and reconnected during dwell cycles. Nothing unusual was noted with any of the home pt's supplies. Baxter's technical service center assisted the home pt in ending the therapy early. The home pt completed therapy by setting up with the same supplies. No pt injury or medical intervention was associated with this incident per the home pt.